Event description:
Information received indicates the head section cannot be raised with a pt in the bed.

Manufacturer narrative:
After changing the head valve, the technician isolated the issue to the hydraulic manifold. Repairs have not been completed. A follow up report will be sent once the repair is complete.